Manufacturer narrative:
MFR date should have been (B)(4) 2007. Final analysis found that the proximal and distal insulations were damaged at 26.5 cm from the connector pin and the proximal coil was fractured at the same location. The proximal insulation was damaged and the coil was squeezed at 22.6 cm from the connector pin.

Event description:
It was reported that the lead exhibited an insulation anomaly and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.